Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. D4: batch # u93a6e. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty, however, the lockout mechanism was non-functional. Upon disassembling of the device, the ratchet pawl was found to be damaged causing the lockout feature. The event described could not be confirmed as the device was returned empty. No conclusion could be reached as to what may have caused ratchet pawl was found out of position. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument." Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the el5ml misfired and didn't hold after the clip released. It is unknown how procedure was completed, however surgery was successfully completed, and there was no patient consequence.